Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports, however only one of the other incidents related to pain. Total for lot number: 3 (B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 1. By product family: 13 (2x depuy cmw 1, 4x depuy cmw 2, 5x depuy cmw 3, 2x endurance).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study: (B)(6). Clinical adverse event received for arthrofibrosis: adhesions. Event is serious and is considered moderate. Event is definitely not related to both device and is possibly related to procedure. Date of implantation: (B)(6) 2014; date of event (onset): (B)(6) 2015; (right knee). Treatment: surgical intervention - closed manipulation of the knee under anesthesia.